Manufacturer narrative:
Initial reporter occupation: manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook spectrum 4 french double lumen peripherally inserted central catheter had cracked. Additional information has been requested but was not available at the time of this report.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6- annex a investigation ¿ evaluation (B)(6) hospital (united states) informed cook that on (B)(6) 2021 the catheter in a upicds-4.0-CT-nt-abrm-1111 (turbo-ject double lumen minocycline/rifampin over-the-wire power injectable PICC) from lot 14088667 was cracking. The PICC line was rewired in an ir (interventional radiology) procedure. It was reported that there were no additional adverse effects to the patient due to this incident. Reviews of the complaint history, device history record (DHR), quality control, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot (14088667) and the related subassembly lots revealed no related non-conformance. A database search identified one other event reported on lot 14088667 for the same failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_upicabrmtt_rev1] ¿cook spectrum turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: intended use: ¿the maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table.¿ warnings ¿-the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. -do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. -to safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and statis pressure test results are shown in the following table. [4fr single hub has a 0.76 ml priming volume, 5ml/sec labeled flow rate, 177 psi maximum flow, 226 psi 37 degrees celsius average static burst water pressure, 217-233 psi 37 degrees celsius range static burst pressure.] *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a viscosity of 11.8 cp. **static burst pressure is the failure point of the catheter when totally occluded. Warning: power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter.¿ precautions -if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. -patient movement can case catheter tip displacement. Catheters places via an antecubital vein have shown tip movement of up to 10 cm with motion of the extremity. -catheter size should be as small as the use will allow. Instructions for use power injection procedure ¿3. Remove any injection/needless caps from the spectrum turbo-ject PICC. 4. Attach a 10ml (or larger) syringe filled with sterile normal saline to the hub of the extension tube to be used for power injection. 5. Ensure adequate blood return and flush catheter vigorously with the entire 10 ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. 6. Remove syringe and attach power injection device to the catheter using the manufacturer¿s recommendations. 7. Conduct study using the power injector, making sure not to exceed the maximum flowrate or pressure limit for the catheter. 8. Disconnect the power injection device and flush the catheter again with 10 ml of sterile normal saline. 9. Place a new injection/needleless cap on the spectrum turbo-ject PICC, flush and lock the catheter with saline or heparinized saline per institutional protocol.¿ how supplied ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if packaging is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, no device return, and the results of the investigation, cook has concluded that product issue is related to device design. Appropriate measures have been taken to address this failure mode. This product failure was previously investigated under CAPA 154487. The CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. Investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook spectrum 4 french double lumen peripherally inserted central catheter had cracked. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Initial reporter occupation: manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - brand name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC additional information: a2, a3, b5, d1, d2a, d2b, d4, h4 correction: b1, b2 c: suspect products, h1, h6 - clinical code (annex e), h6 - health effect impact code (annex f) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 22dec2021 indicating that the cracked cook spectrum 4 french double lumen peripherally inserted central catheter was removed and rewired in an interventional radiology procedure. The patient did not experience any adverse effects as a result of the event.